Event description:
It was reported by the materials manager the device was used in a laparoscopic cholecystectomy. It was reported the trocar gasket tore and leaked pneumo. There was no consequence to the pt.